Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100101918 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from the office manager of a medical practice and concerns a female patient (age not reported) who was injected with 1.5cc radiesse(+)(reported as radiesse) on (B)(6) 2018 for marionette lines (ml) indication. Medical history and concomitant medications reported as none. On (B)(6) 2018, around mid-day, the patient began to experience symptoms of an infection (not otherwise specified). She presented to the medical office on (B)(6) 2018 and was examined by the physician, who diagnosed infection to the right ml at the site of injection. Treatment reported as clindamycin 300mg. Causality reported as "pretty sure" related to radiesse(+). Lot number reported as 100101918. The patient was asked to return for follow up in 8-10 days. Follow up information was received from the reporter on 22-mar-2018: the patient's date of birth and age ((B)(6)) were provided. Patient's symptoms clarified as inflammation and pain, with diagnosis of infection to left side of face. No additional treatment measures, other than clindamycin, were initiated. After three days on the medication, the patient began to experience improvement, but the discomfort was unresolved.

Event description:
Follow up information was received from the reporter on (B)(6) 2018. The patient is "perfectly fine." Her symptoms, including the discomfort, are resolved.